Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6) was returned for product analysis. Analysis found the complaint was unverified as the rtm never got hot after running it for 10 mins. There was also adhesive on the donut and paint on the relay box. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported many issues were going on with their equipment. Pt said their recharger had been getting 'really really warm' and the controller wasn't charging as well as it used to; the controller was cracked and the battery door wouldn't hold the battery in, so agent understood that was causing the screen to turn off and on. Agent asked, the recharger heating issue began a few months ago and the controller's screen was going on and off for the past 5-10 days. Pt said the controller had been cracked for 'a while.' Agent had difficulty understanding pt and following them throughout call. Agent understood the issues with the recharging/recharger could had stemmed from the controller being damaged, and the charging speed/screen issue could also stem from that. Pt was not clear on event date for damage to controller. An email was sent to the repair department to replace the controller and recharger.